Event description:
During preparation of a coronary drug eluting stenting treatment procedure, stent damage was found. When opening the package of a taxus liberte' 3.5 x 32 drug eluting stent, they found the stent to be damaged. The stent struts were bent at the proximal end. The procedure was completed with another taxus stent. No pt complications occurred as there was no pt contact. This product is only ous approved but it is similar to a marketed us device.